Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 33 mg/dl. Customer other blood glucose value 82 mg/dl. Customer was declined troubleshooting for high blood glucose. Customer also reported change sensor alert after troubleshooting customer did not receive a change sensor alert after a calibration not accepted. The device will not be returned for analysis.